Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The unit had a minor scratched display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer called to report that she dropped the insulin pump in the toilet and it got moisture under the display, and stopped working. Customer stated she changed the battery and then it had a blank display. Customer also reported a crack on the device. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.